Event description:
It was reported that rod and plate were broken (B)(6) months after primary op. The fixation level is l4-s1. The case was atlantoaxial dislocation and hunchback. After the breakage, there was abnormal noise, but there was no pain. Additional information: it was clarified that the correct fixation level is o-t5. L4-s1 is incorrect.

Manufacturer narrative:
Method: manufacturing record review, complaint history analysis and risk assessment was completed. Results: the product associated with the incident was discarded at the hospital after the revision surgery. Event description of rod breakage post op was confirmed via the x-rays taken. Manufacturing record review: no discrepancies noted. Complaint history analysis: two previous records for similar issue. Investigations into past complaints concluded that rod breakage failures were the result of fatigue fracture caused by unidirectional torsional cyclical loading that exceeded the fatigue strength. Other causes for rod breakage included the construction not adapting to the anatomy or for the patient pathology. Independent laboratory analysis concluded that both these broken rods from previous complaints were made from material which met all specifications. Risk assessment: revision surgery was performed in order to repair the failure and replace broken rod. Conclusion: no definitive conclusion can be drawn in this case due to the lack of information and no product return. Without inspection it is impossible to determine the failure cause. Should any additional relevant information be made available in the future this will be reported as supplemental. Refer to MFR # 9617544-2012-00233 filed for broken plate.